Event description:
A fast-draining battery issue was reported with the adc device. As a result, on (B)(6) 2022, the customer spoke slowly, experienced symptoms of hyperglycemia described as hyperthermia, and had a loss of consciousness. The customer was brought to the hospital where a lab glucose test was performed, and provided unspecified medical treatment for hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader kit pack DHR for verification of correct cable and adapter were reviewed and the dhrs showed the libre reader and cable passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.